Event description:
It was reported the videoscope failed to display a 3d image during an unspecified event. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to correct section h11 to align with the section h6 codes provided in the previous supplemental report. The device malfunction was not confirmed during evaluation, and the definitive root cause of the reported issue could not be determined.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.